Event description:
Was attempting to place pt on heliox via hfnc [high flow nasal cannula]. Heliox and blender setup brought to bedside by equipment techs. Attempted to connect heliox blender with hfnc unit, but blender kept "squealing." Attempted to troubleshoot system and re-checked connections. It was discovered that the flowmeter attached to the heliox blender was broken and causing a leak.